Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited signs of post paced t wave oversensing. No programming changes were made apart from adjusting electrocardiogram (egm) storage. The patient was stable.